Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional info is obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. During impaction of the acetabular cup, the impactor threads broke off in the cup. The threads were retained in the cup and the breakage did not affect the pt or the case outcome which was successful. A new impactor and a new acetabular cup were used to complete the impaction.